Event description:
It was found that the hand piece no longer meets the specifications for impedance, phase margin and frequency. Device used during a laparoscopic nissen fundoplication. Case completed with device. No patient consequence.